Manufacturer narrative:
(B)(4).

Event description:
The manufacturers' representative (rep) reported that there was a lead insertion difficulty during the procedure. They were unable to get the lead fully into the header block enough to see the blue tip. It was close to being fully inserted but they tried backing out the setscrew but it did not address the issue. They chose to change out the implantable neurostimulator (ins) and had no issue with the second ins. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found the connector part to be out of alignment due to strain relief. (B)(4).

Manufacturer narrative:
The patient information was updated.

Event description:
Additional information received from the manufacturer representative (rep) reported that there were no symptoms related to the event.